Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant info is received, a supplemental MDR will be submitted. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address this issue. The root cause of this complaint can be attributed to design limitations.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the right coronary artery (rca). The 15mmx2.0mm maverick2 monorail was inflated for predilation but ruptured at 10 atms on the initial inflation. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "good."